Event description:
It was reported a leakage observed at the screw-thread near connector. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received without original packaging. The manufacturing lot number is unknown. Visual inspection results: during the visual inspection it was not observed that the filter was damaged or broken. Functional test: the sample was analyzed using a syringe with colored water to detect any leaks. Results: during testing, a leak escaping from the filter air outlet was found in the sample. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter's air vent. By the date that this investigation report is documented through CAPA (B)(4), update IFU (B)(4) to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for (B)(6) disposable compliance project that was release on (B)(6) 2019 expected due date of this implementation is june 2022. Awareness notification was made to production personnel for the leak failure mode on (B)(6) 2021.

Event description:
It was reported a leakage observed at the screw-thread near connector. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received without original packaging. The manufacturing lot number is unknown. Visual inspection results: during the visual inspection it was not observed that the filter was damaged or broken. Functional test: the sample was analyzed using a syringe with colored water to detect any leaks. Results: during testing, a leak escaping from the filter air outlet was found in the sample. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter's air vent. By the date that this investigation report is documented through CAPA (B)(4), update IFU 10012333-003 to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for cadd disposable compliance project that was release on 05-nov-2019 expected due date of this implementation is june 2022. Awareness notification was made to production personnel for the leak failure mode on (B)(6) 2021.